Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions." This report is number 5 of 5 mdrs filed for the same patient (reference 1825034-2014-04583 & 04584 & 1825034-2015-02569 & 02571 & 02572).

Event description:
Legal counsel for patient reported patient underwent a bilateral total hip arthroplasty on (B)(6) 2009. Patient's legal counsel reports patient allegations of pain, osteolysis, nausea, lightheadedness, fatigue, blurred vision, leg tremors and elevated metal ion levels. Subsequently, patient underwent a right hip revision procedure on (B)(6) 2013 and a left hip revision procedure on (B)(6) 2013. The modular head was removed and replaced in both revision procedures. This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. Additional information received in patient operative (op) notes dated (B)(6) 2013 reports patient was revised on the right hip due to pain. Op report notes the presence of scar tissue between the femoral head and inside the cup, no tissue discoloration, no cyst formation, no signs of infection, and no signs of loosening. Additional information received in patient op notes dated (B)(6) 2013 reports patient was revised on the left hip due to mechanical symptoms of locking and catching. Op report further notes the presence of scar tissue, but all components were stable. Additional information received noted patient was revised on the left side on (B)(6) 2014 due to dislocation. The acetabular cup, liner, and modular head were removed and replaced with a biomet head and competitor cup and liner. Additionally, patient was revised again on the left side on (B)(6) 2015 due to dislocation. The modular head was removed and replaced.